Event description:
Twenty week premature male infant, had 1.9fr argon PICC line placed (B)(6) 2013. On (B)(6) 2013, the bedside nurse and neonatal nurse practitioner were assessing the baby and noted the PICC dressing to be wet. The dressing was removed and the PICC line was discovered to be broken in half near the 'argon' round anchor piece. The remainder of the PICC line catheter was successfully removed w/o difficulty. At the time of the incident, the infant had no other IV access because he was so little, he was very difficult to obtain IV access. The nurse practitioner then spent 6 hrs trying to get another PICC line placed, but was unsuccessful. A surgeon was called and a femoral line was successfully inserted.